Event description:
Healthcare professional (hcp) reported that patient experienced an increase in symptoms and saw a (por) code on patient programmer. Hcp reported the power on reset (por) with new patient programmer when they interrogated with implantable neurostimulator (ins). Patient had been wearing pads and getting up to go to the bathroom about 3-4 times a night. Patient had not have any medical procedure within last 3 months and symptoms had been increased during that time too. It was reviewed that por resulted in no therapy for the patient so this might have contributed to increase in symptoms but there was no way to confirm since it was unknown when the por occurred exactly. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.